Manufacturer narrative:
The last calibration performed on (B)(6) 2022 did not indicate any issues. The plasma sample was in a 7 ml lithium heparinized tube. It was centrifuged for 5 minutes at 4000 rpm. The alarm trace and qc data were requested but not provided. The field service engineer (fse) found the acrylic block to be missing a ring on the reference electrode side. He then replaced this ring. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for several patient samples tested on a cobas 6000 c501 (ul) v. The reporter stated that they also received internal ion-selective electrode (ise) reference errors. The reporter was able to provide three examples of questionable results from one patient sample. The initial results were not reported outside of the laboratory. The patient sample was rerun on their other c501. The repeat results were deemed correct. (B)(6). The electrode lot numbers and their expiration dates were requested but not provided.